Event description:
Initial (20-sep-2025): this serious case reported via amazon review refers to a consumer whose gender, age, medical history, concomitant medications, and allergies were not reported. The consumer used the dentek comfort fit dental guard for teeth grinding and experienced their bite being completely off that required invisalign or other intervention. The consumer wore the guard a few weeks. This case outcome is not recovered/not resolved. Meddra version 28.0. Expectedness: malocclusion: expected. According to the company reference safety information.